Event description:
The customer stated that he tested his blood glucose using his breeze and breeze2 meters. The breeze meter read 134 mg/dl, while the breeze2 read 333mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The customer was not able to locate the test strips that gave the high glucose reading, so no product will be returned for eval.